Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation

Event description:
User facility reported the tracheostomy tube was in use with a patient for 5 days when the attached ventilator alarmed and device cuff leakage was identified. The user facility indicated that the cuff patency was tested prior to intubation, and no leaks were detected at that time. No incident related medical sequela was reported.